Event description:
MFR received a letter from an attorney alleging his client was moving through a narrow checkout aisle, when the right side of the store counter caught the joystick unit forcing the chair forward. As a result of the incident, the client sustained a dislocated elbow and fractured right distal humerus. What role if any, the device played in this incident is unclear.